Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra lead popped out when the physician was trying to implant a new rv lead. The physician was unable to gain access to get this lead back in, as well as with the new rv lead, so decided to remove the whole system. No adverse patient events were reported. Should additional information be received, this file will be updated.